Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27oct2020.

Event description:
The customer reported that the v60 patient disconnect alarm is resetting on it's own with the patient lung disconnected. The customer contacted product support and the customer is reporting if they disconnect the hose from the patient outlet, the v60 patient disconnect alarms and does not reset. Product support emailed the customer for v60 testing update. The customer reported that the unit was in use on a patient, but there was no patient harm reported.

Manufacturer narrative:
G4:15oct2020. B4:03apr2021. The customer reported patient information age 49, male, weight 80 kgs and height 183 cm. The customer reported that this issue was discovered when the nearly paralyzed patient was found disconnected from bipap and no disconnect alarms were being activated. The unit was connected to patient via tracheostomy and heated wire circuit. The bipap was affixed to patient with a strap to prevent a future disconnect while a new ventilator was acquired and placed on patient. The customer reported in a lung testing it was noted that that the unit will trigger patient disconnect when a non heated circuit and a low resistance insp/exp bacterial filter is used. When a heated wire circuit and filters are added the alarm will no longer trigger. Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and no repair information was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.